Event description:
It was reported that the procedure was to treat the procedure was to treat a moderately calcified, heavily tortuous circumflex artery and the first obtuse marginal branch. The balance middleweight universal ii guide wire was successfully advanced through the lesion to the distal end. After an unspecified stent was implanted in the first obtuse marginal branch of the circumflex artery, a dissection was observed at the distal end of the stent. A microcatheter was advanced along the bmw universal ii guide wire to the distal obtuse marginal branch. When removing the bmw universal ii resistance was felt with the micro-catheter, but the guide wire was removed. A non-abbott guide wire was advanced and an unspecified balloon was used to treat the dissection. A follow-up angiogram showed timi flow grade 2-3 and the tip of the bmw separated and remained fixed in the distal coronary artery; however, no further treatment was provided. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, heavily tortuous anatomy in conjunction with inadvertent interaction with the microcatheter resulted in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported tip material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.